Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0352381. Medical device expiration date: 2023-12-31. Device manufacture date: 2020-12-17. Medical device lot #: 1019576. Medical device expiration date: 2024-01-31. Device manufacture date: 2021-01-19. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306575 and lot number 1019576. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A device history record review was completed by our quality engineer team for provided material number 306575 and lot number 0352381. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd posiflush¿ sp pre-filled flush syringe nacl 0.9% from lot 0352381, and 1 from lot 1019576 had difficult plunger movement. The following information was provided by the initial reporter: "syringe was attached to the patient¿s central line. The nurse tried to aspirate the line but after pulling back on the syringe it would not push forward. In the other incident the syringe not being able to be pushed forward was discovered before it was used on a patient."